Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 3.0, lab: 8.9. Time between testing was three (3) hours. Pt was sent to the lab because they were bleeding and did not feel well, after going to the hospital, they were admitted and given plasma/blood. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.